Event description:
Presence of noise on the atrial channel was reported. Preliminary analysis confirmed the reported event. An lead issue or a lead/ICD connection issue is suspected at the atrial level.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Presence of noise on the atrial channel was reported. Preliminary analysis confirmed the reported event. An lead issue or a lead/ICD connection issue is suspected at the atrial level.